Event description:
It was reported that an intraocular lens (iol) did not give enough near vision without glasses despite target -1-25. Problem occurred at all times post-implant. Visual acuity (va) pre-operative (op): 20/20 glare to 20/40, post-op va: 20/20. The patient needed lens exchange to a multifocal lens. There was incision enlargement, but no vitrectomy, no sutures. Standard post-op meds were given. Reportedly, the patient had cataract surgery on the right eye (od). The doctor did the surgery with an eyhance toric. At patient's 1 week appointment, it is noted ¿patient not happy with her vision. She says her vision is very blurry distance and near od. Os (left eye) is still blurry. Patient wants to wait until od is better before proceeding with os surgery.¿ patient has had numerous visits and has not been happy with her vision. The patient came back and saw the doctor and they discussed doing an iol exchange. Explant was replaced with a non-johnson and johnson iol. The product is not available for return. No other information was provided.

Manufacturer narrative:
(Ethnicity): unknown/ not provided. Asku. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.